Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's leads were explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14234. It was reported that the patient was not experiencing effective therapy. X-rays revealed that one of the patient's leads had migrated out of the epidural space and the other lead had migrated one level down, but was still covering the patient's pain area. Surgical intervention is anticipated.